Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at 450 ohms through (B)(6) 2015, rises out of range (greater than 3000 ohms) starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the impedance on the right atrial (ra) lead was high and out of range. The lead remains in use. No patient complications have been reported as a result of this event.